Event description:
It was reported that the device had unexpected longevity lasting less than two and a half years. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196, implantable pacing lead, (B)(6) 2010; 4076, implantable pacing lead, (B)(6) 2007. (B)(4).